Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave and inquire guidewire were selected for use. During ablation, the guidewire was stuck into catheter, impossible to make it move. It was removed from the sheath and moved the guidewire. It was not working. The devices were removed from the body and the guidewire was removed from the catheter with force and could not be reintroduced. No tissue was observed on either device. The catheter and guidewire were replaced, and procedure was completed with no patient complications. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without a guidewire inserted. Functional testing was performed, and a test guidewire was able to be inserted through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. The reported event was not confirmed via analysis.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a farawave and inquire guidewire were selected for use. During ablation, the guidewire was stuck into catheter, impossible to make it move. It was removed from the sheath and moved the guidewire. It was not working. The devices were removed from the body and the guidewire was removed from the catheter with force and could not be reintroduced. No tissue was observed on either device. The catheter and guidewire were replaced, and procedure was completed with no patient complications. The devices are expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.